Event description:
A blade penetrated the wall of the sharps container, and one person was hurt.

Manufacturer narrative:
No sample was received for evaluation. However, photos were received displaying the blade protruding from the sharps collector. Customer mentioned that the sharps collector was over filled. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports. Sharps collectors are puncture resistant. They are not, however puncture proof. They are routinely checked for wall penetration and wall thickness. Label states that to avoid injury, examine the collector carefully before you fill, carry, or dispose of it.